Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarm which was reproduced while running a loaded set. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream tubing shim plate was calibrated to ensure proper occlusion detection.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device falsely displayed the downstream occlusion message. There was no patient involvement.